Event description:
Reportable based on device analysis completed on 14jun2022. It was reported that crossing difficulties were encountered. A 32 x 2.75 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was complete with original device. No patient complications were reported. However, device analysis revealed shaft break.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 32 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was 0.0400 this is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 250mm distal to strain relief as well as multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.